Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4

Event description:
Unomedical reference number (B)(4). Event occurred in canada. Event occurred between 09-jun-2024 and 11-jun-2024, it was reported that patient faced four event of infusion set fell off during use. The infusion set had been in use for less than three hours of insertion for all events. Patient's blood glucose was noticed at time issue 6mmol/dl-18mmol/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.